Manufacturer narrative:
The concomitant product: soundstar, model# m-5723-12, lot # g3028835. Manufacturer ref # (B)(4). Upon receipt, the catheter was visually inspected and it was found the shaft was bent and broken with braid exposed about 16 mm from the transition with tip lumen. Further information received stated that physical damage of the catheter was not noticed by the customer. It appears the damage was due to external force while bending and unbending. In addition, a corrective action has been opened to address and resolve this issue. Per the reported event, the catheter was tested for electrical performance and it was found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.

Event description:
It was reported that during an atrial fibrillation (afib) procedure, error 6150 was displayed on carto 3 system when the soundstar catheter was connected to the eco cable. This issue was resolved by replacing the catheter. In addition, the customer reported that near the end of the procedure, they experienced noise on the proximal ECG on the ablation catheter and also the bs ECG signals were getting diminished. It was noticed that the pacing indication was seen on the proximal electrodes of the ablation catheter while the customer was pacing from the cs 7-8. However there was no pacing was coming from the ablation catheter. All issues were resolved by changing the catheter and the case was completed without any patient consequence. This initial complaint is not reportable malfunction issues. Upon receiving the product in biosense webster lab on (B)(6) 2015, it was noticed that shaft bent and broken with broken braid exposed about 16 mm from the transition with tip lumen, making this event reportable.